Manufacturer narrative:
Investigation is in process.. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jun-2026, it was reported by an arthrex subsidiary employee via sems-(B)(4) that an ar-3636h self bunching 1.8 knotless hip fibertak's suture broke when attempting to make a transfer knot (knotless). This was discovered during use with no patient harm reported. Additional information has been requested.